Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device oversensed noise which led to inappropriate atrial tachy response (atr) episodes. Additionally, out-of-range impedance measurements were noted on the right atrial (ra) lead channel. A review was performed by boston scientific technical services (ts) which found two different noise patterns. Ts indicated that the respiratory rate trend (rrt) was being sensed by the ra lead with high impedances and in addition, when the noise was trying to be recreated, a different noise pattern appeared. Ts recommended disabling the rrt feature, performing an x-ray for the ra lead, and monitoring the situation. Additional information received indicated no changes have been made to rrt and no x-ray has been performed. The ra lead is a competitor lead. The device remains in service. No adverse patient effects were reported.